Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tsh reagent lot 47474ud00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Inhouse testing of reagent lot 47474ud00 determined that the accuracy performance is not negatively impacted. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect tsh reagent lot 47474ud00 was identified. See MFR# 3005094123-2023-00086-00 for the other lot# submission

Event description:
The customer reported a falsely decreased architect tsh result on a preterm newborn patient. Results provided: 08mar2023 sid (B)(6) on lot# (47474ud00) = 7.016, 1:10 dilution = 14.5 uiu/ml, cobas = 18.62 (no uom provided). New sample, same patient 13mar2023 sid (B)(6) (lot# 48544ud00) = 4.58, 1:10 dilution = 15.092 / 11.934 uiu/ml, cobas = 18.2 (no uom provided). The neonatal preterm infant with down syndrome had a delay in thyroid treatment.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. See MFR# 3005094123-2023-00086-00 for the other lot# submission.

Event description:
The customer reported a falsely decreased architect tsh result on a preterm newborn patient. Results provided: (B)(6) 2023 sid: (B)(6) on lot# (47474ud00) = 7.016, 1:10 dilution = 14.5 uiu/ml, cobas = 18.62 (no uom provided). New sample, same patient (B)(6) 2023 sid: (B)(6) (lot# 48544ud00) = 4.58, 1:10 dilution = 15.092 / 11.934 uiu/ml, cobas = 18.2 (no uom provided). The neonatal preterm infant with down syndrome had a delay in thyroid treatment.